Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". The reporter assisted caller to power off pump, clamp tubing and remove cassette. Cassette tubing massaged and air bubbles are present in tubing along the top of cassette. Cassette reattached and pump turned on. Settings reviewed and upon restart, alarm returns. Pump settings: res vol: 51, rate: 2.2, given: 50.